Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigma procedure, the clips would not close correctly. No further info is available. Another same like device was used to complete the procedure. There were no adverse consequences for the pt.